Event description:
In late 2008, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter will not power on. This complaint is classified according to the documentation of the customer care advocate (cca). The pt claimed that the month prior, she went into a diabetic seizure two hours after the onset of the power issue. The pt received assistance from a non-healthcare provider at the time of concern. The pt was treated with food and/or beverages and obtained a blood glucose reading of "70 mg/dl" on an emergency medical service meter. During troubleshooting, the reported issue was not resolved. Although, there is no evidence of product misuse, the battery contacts were in good condition, and the battery was replaced per the owner's manual, the lfs meter did not turn on with the power button pressed and the test strip inserted into the meter. This complaint is being reported because the pt claimed that she experienced symptoms that could be suggestive of severe hypoglycemia after the reported issue began. Replacement product were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.